Manufacturer narrative:
Initial.

Event description:
It was reported that the pump did not power on despite the charging pad indicator showing charging, and a replacement charger was provided after troubleshooting and education were completed. Symptoms included no device alarms. Outcomes included no reported clinical effects and no need for medical care. Investigation included technical support troubleshooting focused on external power and charging function. Investigation of this case revealed an unsuccessful charge condition consistent with a charging system performance issue, with the charger suspected as the affected component given that the pump did not power despite the pad indicating charge. It was concluded, based on previously established findings for similar reports, that the cause was a suspected charger malfunction.